Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pneumonectomy and thoracoscopy procedures, the clamp cover did not advance at first firing when the surgeon tried to perform resection after clamping the lung parenchyma. Another device was used to complete the case. There was no patient injury.